Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had not used the ins in roughly a year and that they were unable to connect with the recharger or turn stimulation on. It appeared that the ins was in over-discharge. The rep was meeting with the patient on (B)(6) 2018. No patient complications were reported. Additional information received from the rep reported that the ins could not be recovered from overdischarge and that the patient would be replacing it with a primary cell ins because they 'hate recharging'. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.